Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that the aligners have caused their tooth to crack. The patient was examined by their dentist during an cleaning/exam and found the tooth on the upper right toward the back of their mouth cracked. Patient stated that their dentist does not recommend any treatment of this tooth because they are asymptomatic.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.